Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was identified that pocket 13 continued to buzz when fully extended, whereas the other pockets only buzzed at the halfway point and stopped once fully opened. A field service engineer (fse) replaced the mini pocket motor (control unit) on-site using available customer inventory. The customer able to pull meds without other pockets releasing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a mini drawer opened an incorrect number of pockets. When one vial was requested by customer from a full drawer 1.9, three pockets opened. Upon requesting an additional vial, the drawer opened to the fourth pocket.there were no delay or adverse events or injuries reported based on this event.